Manufacturer narrative:
Additional information: cec adjudicated the event as mi (vessel unknown). Safety assessed the event as possibly related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. Approx 1.5 months post index procedure the patient suffered an nstemi. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.